Event description:
New information was received indicating that the right atrial (ra) was explanted and replaced. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the primary follow-up, the right atrial (ra) was confirmed as dislodged along with no capture and no sensing. A revision procedure was performed and the ra lead was repositioned. After the repositioning procedure, there was no capture on the ra lead and x-ray revealed that the ra lead had become dislodged again. The device was reprogrammed to deactivate the ra lead.the patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events were lead dislodgement, loss of sensing and loss of capture. As received, a complete lead was returned in one piece. The measured full helix extension length was within specification. The reported events of loss of sensing and loss of capture were not confirmed. Visual inspection of the lead did not find any anomalies with the exception of damages consistent with procedural damage. The electrical testing did not find any indication of conductor fractures or internal shorts.